Event description:
It was reported the patient experienced pocket erosion so both the patient's implantable cardioverter defibrillator and lead were explanted and replaced. But for the erosion, the patient was in stable condition vis-a-vis the implantable cardioverter defibrillator and the lead. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.